Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and pyelonephritis acute ("acute pyelonephritis/ urinary tract infection") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pyelonephritis acute (seriousness criterion medically significant) with renal pain, abdominal pain ("intense abdominal pain"), menorrhagia ("haemorrhagic menstrual bleeding at first"), amenorrhoea ("absence of periods"), musculoskeletal chest pain ("intercostal pain"), groin pain ("groin pain"), hormone level abnormal ("hormonal imbalance"), hypothyroidism ("hypothyroidism/ thyroid") with fatigue, migraine ("migraines"), muscular weakness ("muscle weakness"), cystitis ("cystitis"), ovarian cyst ("functional cysts"), back pain ("back pain / lower back pain radiating to groin"), sleep disorder ("sleep disturbances"), visual impairment ("visual disturbances"), dizziness ("dizziness"), palpitations ("palpitations") and arthralgia ("joint pain from head to toe"). Steps are currently underway for essure removal. At the time of the report, the pelvic pain, pyelonephritis acute, abdominal pain, menorrhagia, amenorrhoea, musculoskeletal chest pain, groin pain, hormone level abnormal, hypothyroidism, migraine, muscular weakness, cystitis, ovarian cyst, back pain, sleep disorder, visual impairment, dizziness, palpitations and arthralgia outcome was unknown. The reporter considered pelvic pain, pyelonephritis acute, abdominal pain, menorrhagia, amenorrhoea, musculoskeletal chest pain, groin pain, hormone level abnormal, hypothyroidism, migraine, muscular weakness, cystitis, ovarian cyst, back pain, sleep disorder, visual impairment, dizziness, palpitations and arthralgia to be related to essure. The reporter commented: the doctors were not able to relieve my symptoms because they did not know the cause. For me, it is obvious that the problems started after placement of essure and have worsened since then. Diagnostic results: allergy tests for nickel scheduled for (B)(6) 2017. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain and acute pyelonephritis/ urinary tract infection. At the time of the report, steps were underway for essure removal. Pelvic pain is an anticipated event in the reference safety information for essure. Acute pyelonephritis is unanticipated. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In this particular case, consumer also had cystitis and functional ovarian cysts, which could be alternative explanations for the pelvic pain. However, given the nature of this event, a contributory role of essure cannot be excluded. Urinary tract infection pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Pathogens can reach the kidney by ascending from the lower urinary tract. Considering the pathophysiology of acute pyelonephritis/ urinary tract infection and the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. A product technical analysis is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain and acute pyelonephritis/ urinary tract infection. At the time of the report, steps were underway for essure removal. Pelvic pain is an anticipated event in the reference safety information for essure. Acute pyelonephritis is unanticipated. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In this particular case, consumer also had cystitis and functional ovarian cysts, which could be alternative explanations for the pelvic pain. However, given the nature of this event, a contributory role of essure cannot be excluded. Urinary tract infection pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Pathogens can reach the kidney by ascending from the lower urinary tract. Considering the pathophysiology of acute pyelonephritis/ urinary tract infection and the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.